Event description:
Customer states the patient tested 6.3 inr on coaguchek system 1 and 4.8 inr on coaguchek system 2 during duplicate testing. Coumadin was held based on results, however, no adverse event reported. Requested return of suspect device but caller states strips are unavailable for return.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:folic acid - 1mg/day, warfarin - 6mg/5mg/altlexapro - 50mgurocet k - 12 tablets dailypepcid - 40mg/day, lyrica - 100mg/day, maxalt - 2mg/prn,